Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a knee arthroscopy, the biorci-ha interference screw cracked and split into pieces during insertion into the femoral tunnel. The pieces then floated away into the knee joint. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a knee arthroscopy, the biorci-ha interference screw cracked and split into pieces during insertion into the femoral tunnel. The pieces then floated away into the knee joint, some of them were removed using a grasper but some other pieces were not removed. The procedure was completed with a non-significant delay using a smith and nephew back-up device in the originally drilled bone hole. No further complications were reported. The current health status of the patient includes pain.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the manufacturing process, etc.) Found that all the required parameters for a proper molding of the screw. A clinical review states that no clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the information provided no clinical factors were found which would have contributed to the reported breakage. The biorci-ha interference screw is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.